Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated, replaced and calibrated to the proper operating voltage. The cpu coin battery was also replaced during the service event. Multiple system pcb assembly connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.